Event description:
The manufacturer received information alleging a rep dreamstation auto CPAP device turned off during use, smoke coming out of where plug is and also had a burning smell. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer for evaluation. The product investigation lab disassembled the device and performed an internal and external investigation. Using a known good power supply and power cord, the technician was able to confirm the device powers on and provides airflow. Review of the error logs shows the device has 4448.0 blower hours and 4345.1 therapy hours. There were 12 incidents of e-101 (err_humid_max_temp), a continue error, 6 instances of e-107 (err_heatedtube_disconnect), a continue error, 4 instances of e-130 (err_task_wdog_timeout), a reboot error, 1 instance of e-200 (err_rtos_abort_error), an abort error, and 3 instances of e-53 (err_comp_log_sem_timeout), a continue error. The continue errors did not happen within the 24-hour period, therefore they do not trigger a stop error. These errors were not reproduced with continued usage and do not impact this investigation. Care orchestrator data was available for download. Care orchestrator data shows compliance rate of 96.7%, tube temperature set at 5, humidifier set at 3, and humidification mode set to adaptive. During the investigation, the product investigation lab observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the flip doors, ui panel, rear panel, and bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. The p-4 power connector was observed to have an unknown rust contaminant likely due to liquid ingress on it. Inv1023 addresses the issue of liquid ingress to the p4. A keratin-like substance was observed on the blower box outlet. The product investigation lab is unable to directly address any symptoms. The product investigation lab can confirm the complaint of burnt power connector and power cord. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.